Event description:
Bigliani/flatow, the complete shoulder solution, right total shoulder arthroplasty placed (B)(6) 2011 failed and was replaced (B)(6) 2012. Loose dislodged glenoid component right shoulder status post right shoulder arthroplasty.